Event description:
It was reported during the implant procedure, that there was noise artifact observed on the lead. The noise could not be resolved. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed defib conductor distortion and sprint quattro defib coil distortion.